Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. The user¿s blood glucose (bg) level was 358 mg/dl. The user's mother administered a manual injection. Reportedly, the mother usually assists the customer with supply changes and boluses. There was a delay in clearing the alarm; however, insulin delivery was resumed.